Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a mildly tortuous and moderately calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatations. However, during the initial inflation at 14 atmospheres, the balloon ruptured. The device was completely removed without any issue noted and the procedure was completed with another of the same device. No patient complications nor injuries reported and the patient's status was good.